Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-s1 to treat lumbar canal stenosis. It was reported that the driver tip broke during final tightening in the bone screw. The tip could not be removed. No additional patient complications were reported.

Manufacturer narrative:
The first ¿4mm of the drivers tip is twisted from what appears be torsional overload while tightening in the clockwise direction. There is a slight witness mark on the right side of the force gage indicating that the gauge had been maxed out. There were no out of print specification found. The tip of the driver is twisted from torsional overload.